Event description:
A 27 y/o male encountered a potentially critical occurrence of a chronic condition while in a extremely difficult location to access by first responders. The patient was extricated then moved to an area where care could be provided. Once care was started a paramedic attempted 3 peripheral IV's without success and then successfully inserted a 25mm sam io needle set in left proximal tibia. Once the sam io needle set was inserted the paramedic was unable to seperate the stylet from the cannula so the io needle set was removed resulting in a potential delay of patience care. The patient was transported to a local hospital where the ed staff immediately attempted peripheral vascular access two additional times without success. The ed physician simutaneously prepared the patient for central venous access which was successful.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and it was determined the most likely cause of the issue is an out of tolerance condition of the tab width of the stylet adaptor and/or the width of the slot of the stylet adaptor.